Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned. Analysis was performed and no anomalies were found.

Event description:
It was reported that the right ventricular (rv) lead delivered 5 inappropriate shocks when the pace/sense lead impedance abruptly rose to over 2000 ohms. Noise was visible on the rv p/s channel and a fracture was suspected. At the time of the shocks, the patient was using a vacuum. It was noted that the rv lead superior vena cava (svc) coil impedance had been greater than 200 ohms since (B)(6) 2012. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: 5076 implantable pacing lead (B)(6) 2008.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.